Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d284trk device, implanted: (B)(6) 2013. Product ID: 5592-45 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) early and premature battery depletion was suspected. It was also reported that the right ventricular (rv) lead had high thresholds and high impedance due to poor lead placement. The device was explanted and replaced. The rv lead was explanted and an existing lead was uncapped and used with the new device. No patient complications have been reported as a result of this event.